Manufacturer narrative:
It was reported that a patient was implanted with a cordis trapease inferior vena cava (ivc) filter. About ten months later, the filter was found to have perforated through the vena cava and adjacent aorta directly and proximately causing internal hemorrhaging and death. The patient was initially admitted to the hospital for a fall, had pulmonary contusions, respiratory failure and was decompensating. The indication for the filter placement was bilateral pulmonary emboli and in respiratory failure. The non-retrievable trapease filter ivc filter was deployed at the l3-l4 level without complication or migration. The patient tolerated the procedure. It was also indicated that ¿as a direct and proximate result of these malfunctions, the patient suffered fatal injuries, damages, and untimely death.¿ the product was not returned for analysis. A review of the device history record (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Internal bleeding/hemorrhaging does not indicate a device malfunction. Filter perforation of the vena cava wall is addressed in the IFU as a possible long-term complication and procedural related complication. There are possible patient and pharmacological factors that may have contributed to the reported event. Factors that may have influenced the event include patient and pharmacological. The patient profile also reported death: however, without procedural films available for review a relationship between the function of the ivc filter and the reported events could not be determined. With the limited information available and without procedural films it is not possible to draw a conclusion between the reported events and the device, there is nothing to suggest that there is a design or manufacturing related issue; therefore no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00498 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal department, the patient was implanted with a trapease inferior vena cava (ivc) filter. About ten months later, the filter was found to have perforated through the vena cava and adjacent aorta directly and proximately causing internal hemorrhaging and death. As a direct and proximate result of these malfunctions, the patient suffered fatal injuries, damages, and untimely death. Additional information received per the patient profile form, indicates that prior to the procedure, the patient had a fall, had pulmonary contusion, respiratory failure and had been decompensating. The filter was placed as the patient had pulmonary embolus and was in respiratory failure. The non-retrievable 'I'rapease filter ivc filter was originally deployed at the l3-l4 level without complication or migration. The patient tolerated the procedure.